Manufacturer narrative:
One catheter with attached nipro 10ml syringe and non-edwards three-way stopcock at the proximal injectate hub was returned for evaluation. Balloon was found to be ruptured at the central area of the balloon with flap. The ruptured edge of the latex was not able to match up. No deterioration to the balloon latex was found. All through lumens were patent without any leakage or occlusion. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The customer report of balloon inflation issue was confirmed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Event description:
It was reported that the balloon could not maintain inflation due to a pin hole before use. There were no patient complications reported.